Event description:
The customer reportedly obtained a "hi" (greater than 600 mg/dl) and 119 mg/dl on the accu-chek compact plus system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer states that she does not have the strip vial used during the events. The suspected product is unavailable for return; replacement was sent.